Manufacturer narrative:
E1 correction: initial reporter name and email has been changed. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. The correct serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope had water inside the lens and did not pass the seal test. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using 7mm extended length endoscope, they had a broken seal in scope. A replacement device was used to complete the procedure. The hospital did not report any patient effects.